Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 207 mg/dl and 110 mg/dl, 227 mg/dl and 103 mg/dl, 264 mg/dl and 105 mg/dl. Device results were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the customer does not have the strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.